Event description:
It was reported by service report that both brakes could not be engaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.